Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 121. At the time of contact, no injury or medical intervention was reported. The device has been received for evaluation. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log was performed finding a firmware error code failure, confirming the reported complaint. However, a root cause could not be determined.